Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. B6: relevant test/laboratory data estimated date. D4: the UDI number is not known as the part and lot number were not provided. Attachment: medwatch report # mw5179477.

Event description:
Medwatch report #mw5179477 received which states: the lead had a bmw 0.014 wire inserted from the proximal terminal end prior to being inserted into the delivery catheter and the scrub nurse notes that it had more resistance than usual when approaching the distal tip. The bmw wire was removed, wiped down with saline solution and reinserted with the same feeling of resistance at the distal end. The lead and wire were inserted into the target vessel. The wire got to the intended position but the lead would not track. Upon trying to remove the bmw wire and try a different wire, it was discovered that the bmw wire would not come back. A new (B) (6) was opened and attempted in a different vessel as they could not get back into the original target vessel. The questionable lead with the stuck bmw wire are being returned for analysis. A 3830 lbb lead was successfully placed. The 4074-52 lead was capped as it was determined by the md that he wanted to use a dual chamber configuration for this patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible, the wire was damaged at the coils, or over a polymer jacket, or the lead had internal ID issues. In these cases, the difficult to advance and the difficult to remove would occur do to an interference between the devices; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.